Event description:
Mesh erosion from bladder lift causing abstinence of sexual intercourse with my husband; pain, urinary leakage/incontinence; three other surgeries to cut out the vaginal erosion; narrowing of the vaginal wall, making intercourse painful; pain to my husband, described as a cheese grater feeling during intercourse and now feels like a rough carpet. I currently have a lump that may be more erosion. Last erosion was cut out (B)(6) 2011. Currently seeing a pelvic floor specialist. I saw the original gynecologist monthly to check the mesh erosion. Surgery was done again (B)(6) 2010 and again (B)(6) 2010 by original md. Mesh erosion removal was done again (B)(6) 2011. I currently may have a lump that may be add'l erosion that needs to be dealt with. I have tightening or scar tissue that makes it painful to have intercourse and still have urinary incontinence and occasional bed wetting. Currently, I am seeing a pelvic floor specialist gynecologist. Reason for use: significant cyctocele and urethrocele. Event abated after use: yes.